Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a detached haptic was noted. A second surgery was performed to remove and replace the iol. The surgeon stated that the pt's visual acuity after the initial implant surgery was 'not good', but the pt is improving following the lens exchange. Add'l info has been requested.